Event description:
Details of the event as described in the product event report 'md connected mac4vl blade to the cable and began to intubate. A brief period later, the image on the 8" monitor froze. Md disconnected the cable and used a 3.5" monitor to saefly intubate the patient.'